Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when in use, the ventilator flow sensor reported an error, but it still reported an error after calibrating the flow rate no patient harm or consequences

Event description:
The following was reported to hamilton medical ag: when in use, the ventilator flow sensor reported an error, but it still reported an error after calibrating the flow rate. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).